Event description:
The customer reported there was a sizzling sound from the cautery tip during use. A flare came from the tip. Additionally white material detached from the tip and disintegrated when they tried to pick it up. No other information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample found that the electrode tip was charred as though exposed to excessive heat. The instructions for use warns: use the lowest power setting that achieves the desired surgical effect. Tissue build-up (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. Keep the electrode clean and free of all debris. If the electrode becomes damaged, it should be discarded.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.